Manufacturer narrative:
Date of this report: 24jul2019. Date rec'd by MFR: 19jun2019. The customer contacted tech support who walked the customer through recalibration. Tech support dispatched field support for part replacement after unsuccessful troubleshooting. The field service engineer attempted to calibrate the touch screen and confirmed the reported problem that the screen would not pass calibration. The field service engineer replaced the touch screen and the unit passed the performance tests successfully. It was deemed ready for clinical use. The malfunction occurred during treatment on a patient, but there was no reported patient or user harm. There is a relationship between the unit and the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 11aug2019. Failure analysis on the returned touch screen showed that the ul_lr and ur_ll resistance was out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the v60 touch screen malfunctioned. The device was in clinical use at the time of the malfunction, but there was no patient or user harm.